Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify missing segments/partial display and low battery alert and unable to perform displacement test, rewind, prime/seating, basic occlusion, occlusion test, self test, and current measurements due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had low battery and there was a grid on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.